Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was normal use of the battery. The patient had a surgical revision of the implantable neurostimulator (ins). It was stated that the patient did not require hospitalization and patient outcome was reported as no injury. Less than a month later, it was reported by a company representative that the battery replacement surgery was on (B)(6) 2012. It was stated that the battery died prematurely because, it was on cycling. It was unclear whether or not the battery depletion was normal or premature. No further information was provided.

Event description:
It was reported there was an early elective replacement indicator (eri) message for the implantable neurostimulator (ins). A longevity calculation was done that estimated longevity of at least 5 years, however, exact settings were not available. Multiple electrodes had open circuits. It was stated, the eri was related to the cycling issue of ".1 on / .1 off." The patient had good therapy when it was working. Additional information received reported the ins depletion was "at least 3 years early." The patient was scheduled for an ins replacement (B)(6) 2012. The patient was not receiving effective therapy at the time. Additional information received reported the patient was sick and the replacement was rescheduled for (B)(6) 2012. The patient had pneumonia and the replacement was cancelled again. No new scheduled date of replacement was reported.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 37743 lot# serial# (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery was at normal end of life (eol). Telemetry and output were okay.